Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the servers had recently rebooted due to a scheduled information technology (it) activity, which likely caused services to start in an incorrect order and led to communication issues. A technical support specialist (tss) stopped services on both servers, then the servers were rebooted again in a controlled manner, and all required services were restarted successfully. The extract transform load (etl) processing was allowed to complete, downtime queries confirmed messages were flowing from carefusion coordination engine (cce) to server, and order visibility was restored. A disconnected flag was noted for the cce address m0p2 (used for ivp/replenishment), and the interface team was engaged to review, though no functional impact was reported by the customer. Then the customer confirmed orders were visible, healthsight viewer (hsv) device not communicating alerts cleared, and no delays were observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was in override mode and the station was not communicating with the servers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.